Event description:
Dealer states the chair gets locked up in the seating mode when the four wat switch is pushed, and the chair will not come out of seating until the chair is turned off and back on again. Probably the multiple actuator interface box.